Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used for stone management procedure in the kidney performed on (B)(6) , 2021. During the procedure, inside the patient, after the stent was inserted, it was noticed that the stent was kinked. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of stent kinked inside the patient. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the proximal (bladder pigtail) section was buckled/accordion. A functional evaluation noted that there was no resistance upon loading a mandrel into the device. The suture string was not returned with the device. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the bladder pigtail of the ureteral stent was buckled/accordion. This problem found could have been interpreted by the customer as the reported event of stent kinked. According to product analysis, the problem found could have been generated due to when the stent was pushed up with the pusher/positioner over the guidewire or when the stent was used. Additionally, the suture string was not returned and the stent was buckled/accordion, evidence that the device was manipulated and that the problem was generated due to the manipulation/handling of the device or due to the interaction with other devices during the procedure. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction to field: e1 (initial reporter) initial reporter facility name: (B)(6) initial reporter state: (B)(6) correction to field: g2 (report source) report source: distributor/importer

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used for stone management procedure in the kidney performed on (B)(6) 2021. During the procedure, inside the patient, after the stent was inserted, it was noticed that the stent was kinked. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.